Event description:
It was reported that a user of the ilet bionic pancreas experienced fluctuating blood glucose, including hyperglycemia to 289 mg/dl after breakfast followed by a fingerstick-verified stabilization to 138 mg/dl, and later a symptomatic low of unknown nadir that was treated with oral carbohydrate (rice pudding) resulting in a fingerstick of 112 mg/dl and subsequent stabilization. Symptoms included anxiety and a sensation of near-fainting during the low. Outcomes included user-perceived risk that prompted coaching and follow-up calls, with no medical intervention or hospitalization. Investigation included user education and troubleshooting by customer care, review of reported glucose values, and follow-up verification of stability. Investigation of this case revealed cause unclear for both the hyperglycemia and hypoglycemia events, with no device alerts or alarms reported. It was concluded that the events were user-reported glycemic excursions of unclear etiology, with the device continuing to function and glucose stabilizing after oral carbohydrate intake. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.